Manufacturer narrative:
A visual inspection and dimensional testing were performed on the returned device. The reported difficulty to remove was not able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, the investigation determined tha the reported difficulty and twisted material appear to be related to operational context of the procedure. Factors that may contribute to difficulty removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire which likely led to the reported deformation of the guide wire. In this case, the catheter was returned with the damaged guide wire and was not engaged to each other. It is likely that the either the patient¿s anatomical conditions or the user techniques employed contributed to the reported and observed guide wire damages, which resulted to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to perform pre-percutaneous coronary intervention (pci) in the right coronary artery (rca). Post imaging with the dragonfly catheter, resistance was met retracting the catheter from the bmw guide wire. Extra force was applied to remove the devices. The dragonfly catheter was noted to be crumpled and the bmw was spiral shaped; therefore neither device could be reused. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed medwatch report, additional information was provided. Return device analysis of the dragonfly catheter noted the guidewire exit notch was torn approximately 1.6 centimeters (cm) longitudinally, stopping at the proximal edge of the distal marker band. Return device analysis of the bmw guide wire noted there was a separation in the distal core at the distal end of the hypotube. Only the distal separation segment was returned. The proximal separation segment including the hypotube was not returned. The proximal separation end of the distal separation segment of distal core was angled and jagged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to perform pre-percutaneous coronary intervention (pci) in the right coronary artery (rca). Post imaging with the dragonfly catheter, resistance was met retracting the catheter from the bmw guide wire. Extra force was applied to remove the devices. The dragonfly catheter was noted to be crumpled and the bmw was spiral shaped; therefore neither device could be reused. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.